Event description:
It was reported that a request to review this patient's records was made. Technical services (ts) reviewed the data and the interrogation revealed possible left ventricular (lv) loss of capture and right atrial (ra) pacing impedance out of-range (oor) of over 3000 ohms. The presenting electrogram showed lots of oor atrial pacing impedance spikes. In addition, pacemaker mediated tachycardia episodes were stored that were atrial driven. Ts recommended contacting the local sales representative for further evaluation. The sales representative was unaware of this case, no further information was provided. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).